Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of contact the patient, father did not report any injury or medical intervention.